Manufacturer narrative:
History of driveline infection previously reported in MFR #2916596-2018-05842. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 5 months, 23 days. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The account communicated the patient was initially treated for dles infection in (B)(6) 2018 (see (B)(4)). The patient now presented with worsening discharge, pungent odor and concern for new dles infection. The patient was admitted starting (B)(6) 2019. The patient was given parenteral antibiotics and changes to medication. The event was reported as ongoing. Additional information was provided stating the patient has recurrent pseudomonas in his driveline. The patient was prescribed IV cefepime while in house. They were switched to cipro 750mg for 8 weeks followed by chronic suppression by cipro 500mg on discharge. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported at this time. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient has a history of infection at the percutaneous lead (driveline) exit site starting in (B)(6) 2018. The patient presented with worsening discharge, pungent odor and concern for new driveline exit site infection. The patient was admitted starting (B)(6) 2019. A culture was taken and returned positive results for recurrent pseudomonas in his driveline. Patient was treated with IV cefepime while inpatient; switched to cipro 750 mg twice daily for 8 weeks followed by chronic suppression by cipro 500 mg twice daily on discharge. The event was reported as ongoing. No additional information has been provided.